Event description:
Doctor was performing a pan retinal photocoagulation procedure. He noticed that during the procedure when he released the foot switch, allthough the laser stopped firing it took several seconds for the foot switch to come all the way back up. The prp procedure was completed. The pt was not affected by thd foot switch malfunction.